Event description:
It was reported that a progav 2.0 (#fx440-t) had adjustment difficulties before use. The pressure was adjusted at the maximum level, but it was found that the pressure was not accurate and the measured pressure value varied. The complained product will be send to the manufacturer for investigation. No impact on the patient helath condition or prolongation of the procedure was reported.

Manufacturer narrative:
Manufacturing site evaluation: the traceability of the production did not reveal any unusual findings. The shunt system met all specifications before shipment. The sample has not yet been sent for examination. Should relevant additional information become available, a supplemental medwatch report will be submitted.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed.

Manufacturer narrative:
Notice: after receiving the product, we noticed, that there was a different serial nukber than initially reported. This investigation is for: n146198c173420 product from same lot. Investigation results: due to the reason of the complaint and the occurrence of the suspected malfunction, only the necessary investigation was performed. A complete investigation of all components was not necessary. Based on the limited investigation results, no malfunctions of the adjustability of the progav 2.0 were found. The valve can be adjusted to all pressure levels, and the brake function was working within specifications.